Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at a dose described to be ¿2.179¿ via intrathecal infusion pump for non-malignant pain. It was reported the patient had their first pump replaced because "they said it stopped working and I went into major withdrawals". It was stated this started (B)(6) of 2019.